Manufacturer narrative:
Additional information in h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was too stiff to close. This was further described by the nurse as "t-set controller was so stiff that it was hard to close, especially for older patients". This was identified during setup for peritoneal dialysis (pd) therapy. The nurse obtained a new transfer set for use. There was no patient involvement. No additional information is available.